Event description:
The reporter indicated that a toric implantable collamer lens was implanted into the patient's left eye (os). Reportedly, there is a planned removal and replacement for a smaller length lens.

Manufacturer narrative:
A4-a6:unk b3: unk d4 (experiation date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Claim# (B)(4).